Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right iliac vein. Three 18-4/5.8/75 xxl balloon catheters were used for dilation. However, during inflation at 2 atmospheres for all 3 devices, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.